Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and an obturator sling and pelvisoft were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly..

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems, fistulae and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that on (B)(6), 2012 the patient experienced acute vaginal hemorrhage requiring blood transfusion and suture repair of bleeding artery in vaginal wall. No additional information was provided.(B)(4).